Event description:
It is reported that there are numerous revision surgeries, for unknown reasons, but it is not known the quantity.

Manufacturer narrative:
Evaluation summary: no information or parts were returned for evaluation. Cause of the revision surgeries can not be evaluated. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.